Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm). The system was verified and ready for use. The reported issue was confirmed in logs and replicated on a surgeon side console fixture test platform (sftp). No visual damage related to the complaint was identified during inspection; however, functional testing on a test system showed that the axis 6 motor and potentiometer failed. An aba swap of the axis 6 motor and pot assembly confirmed this assembly as the root cause of the reported event. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated recoverable error 23008 on the right master tool manipulator (mtmr). The user had power cycled the system several times, but the issue persisted. Tse reviewed the system error logs, and confirmed the occurrence of the error, advised that it would likely recur. The user proceeded with docking the system to continue with the procedure as planned. No known impact or patient consequence was reported.